Event description:
Procedure type: urological. According to the reporter: while placing a posterior mesh, one of the arms broke off while pulling mesh through the tissue. The surgeon had to attach with the edge instead of using the leg of the mesh.

Manufacturer narrative:
(B)(4).